Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (25mg/ml a t 0.154mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was sleeping when the critical alarm went off at 6:35am on (B)(6) 2019. The patient did not have an MRI recently. The pump was nearing elective replacement indicator (eri); within 5 months. The patient was told by the healthcare provider (hcp) to schedule an appointment for replacement. The physician assistant (pa) put the pump in minimum rate. No symptoms at this time were reported. No environmental, external, or patient factors were reported to have caused this issue. The pump was read and the manufacturer representative received a motor stall warning and also an eri warning. The alarm was turned off until the patient could schedule the surgery. The patient was also given oral medications by the hcp. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The drug being delivered was 25 mg/ml dilaudid (hydromorphone) at 5.998 mg/day. The patient reported that "it caused me to get very ill. I lost 20 pounds in 2 weeks." The issue started "about 4-5 weeks" prior to pump replacement (2019-apr-25). There were no further complications reported/anticipated.